Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. The syncopal episode corresponded with an episode of pacemaker mediated tachycardia (pmt). No additional adverse patient effects were reported. The device remains in service.